Event description:
Event description cpi received information that this endotak dsp lead was removed from service due to a one of the pins fracturing at the entry to the header. The lead was replaced with a medtronic sprint lead.